Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - dual port w bd¿ q-syte needle-free connector the needle was damaged and device had to be replaced. The following information was provided by the initial reporter, translated from french to english: the ssr department of the xxx hospital describes an incident during insertion of the sub-cutaneous catheter. The caregiver was unable to prick the patient, despite the guide being in place, and the guide twisted in two, making it impossible to use. Potential blood exposure accident risk.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - dual port w bd¿ q-syte needle-free connector the needle was damaged and device had to be replaced. The following information was provided by the initial reporter, translated from french to english: the ssr department of the xxx hospital describes an incident during insertion of the sub-cutaneous catheter. The caregiver was unable to prick the patient, despite the guide being in place, and the guide twisted in two, making it impossible to use. Potential blood exposure accident risk.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.